Event description:
Home patient (hp) reports they were connected to homechoice device before they should have been, during prime. Baxter technician assisted hp in continuing treatment for evening. No patient injury or medical intervention required as a result of incident per rn.